Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. While preparing to sew up the surgical patient, the doctor found that the suture was leaking and sticking to the outer packaging. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - was the sterility of the device compromised? - were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? - was the leakage originated from inside the sterile packaging or from outside the sterile packaging? - if possible, please provide the lot number. - are there photos available for visual analysis? - were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.